Event description:
(B)(4). Initial report: this non-serious spontaneous case from (B)(6) was reported by a consumer (who owns the clinic) via a company rep and forwarded by our local affiliate ((B)(4)). This case involves a female pt (age nos) who received treatment with poly-l-lactic acid (sculptra) 2 yrs ago for an unk indication and dosage. On an unspecified date, the pt developed 2 lumps. It is unk if corrective treatment was given. Health care provider (hcp) details were provided and further info has been requested. A ptc (pharmaceutical technical complaint) has been initiated: (B)(4). Outcome: ongoing. Additional info received on (B)(6) 2009: ptc results were received. A brr (batch record review) was performed without hint to root cause. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved MFR batches marketed in the (B)(4). This review of the DHR (device history records) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable.